Event description:
It was reported that when the hcp disconnected the catheter from the pump there was no retrograde flow of cerebral spinal fluid. The hcp then made an incision in the one piece catheter at the spinal segment where the catheter went into the intrathecal space and there was no retrograde flow of cerebral spinal fluid from the spinal segment. The hcp then planned to replace the entire catheter. The hcp accessed the intrathecal space on three different levels but received no retrograde flow of cerebral spinal fluid, based on this and patient's medical history the hcp decided not to replace catheter. The hcp did not visualize any issues with the catheter intra-operatively. The patient did not have any symptoms related to the csf issue. The old pump was explanted due to expected eol battery and the new pump implanted at same site. The patient currently has no catheter attached to the pump. The pump was programmed for min infusion rate of 0.006 ml/day due to the fact that the patient had a second injury last summer of 2010 and at that time transected spinal cord at t12. It was believed that the patient's segmental reflexar was impeded therefore the patient may not even require a catheter placement. The patient was admitted into the neuro critical care unit for observation for potential withdrawal. It was noted that more than 30 hours post-op, patient was not exhibiting any signs of baclofen withdrawal nor was he exhibiting an increase in spasticity in the lower extremities. It was noted there was no patient injury. The patient had been receiving 2,000 mcg/ml at a flex infusion rate of 651.5 mcg/day. The drug in the pump was lioresal. It was later reported that it was believed that when the patient transected his spinal cord last year with his second spinal cord injury, the patient's segmental reflex arc was no longer intact; thus the cause for spasticity in his lower extremities was no longer present. Along with fibrosis through the entire spinal canal, the patient's csf flow was not contiguous through his spinal canal. There was a possibility of compartmentalized segments between t12 and lower, t3-t10. This may have accounted for the inability to thread the attempt for a new catheter into the intrathecal space. The patient was discharged from the hospital with the plan to eventually explant the pump as he apparently no longer required the therapy. The patient outcome was reported as "still doing well with no spasticity in his affected extremities".

Manufacturer narrative:
Catheter model 8709 (B)(4) implanted: 2005/(B)(6) explanted: 2012/(B)(6). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. The catheter was returned in segments and was incomplete. Analysis of the same revealed no anomaly, acceptable catheter testing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.